Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during the procedure after the third shot, it stopped and would not open, even though the red button was pressed. We opened the other stapler, from the same batch to finish the procedure and in the first shot, the same problem occurred. There was no harm to the patient.